Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. It was found, that the power switch could not be pushed; due to handling stress. In addition, it was found that the device software was outdated. The main switch needed to be replaced and the software needed to be updated from version 1.07 to version 4.10. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported, the evis exera iii video system to olympus had an issue with the on/off button and maintenance. The device was returned and evaluated, and the power switch could not be pushed; due to handling stress. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue with the power switch was caused by normal wear of the component. Olympus will continue to monitor field performance for this device.